Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, forceps channel, and channel cover, but it was not possible to identify the foreign matter. It is unclear if reprocessing was carried out according to the instructions for use. There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event. However, no response was received from the customer. Therefore, it was impossible to obtain additional information, including the reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited the nozzle, channel tube and plastic distal end, all had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle, channel tube and plastic distal end had foreign objects. In addition, the evaluation found the following; the air/water cylinder and suction cylinder had no color. Due to wear of the angle wire, the bending angle, in the up direction, did not meet the standard value. The light guide bundle had breakage and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.